Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed, with the slide insert visible in the top housing viewing window. No damages or defects were observed in the needle mechanism assembly that would result in a needle mechanism failure. The device was reset to the not deployed state and manually deployed. No issues were observed that would prevent the needle mechanism from deploying as intended. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 263 mg/dl. It was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition when removed from the infusion site, the pod's cannula was found bent. As treatment, the patient applied a new pod.